Event description:
The st. Jude medical rep reported that the pt might have received inappropriate shocks. However, it was not recorded on the device. It was also noted that the pacing threshold was very high as compared to what it was at implant. The ICD and lead were explanted because it was not determiend which device had contributed to the event.